Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The patient stated they experienced inaccuracies which resulted in hospitalization. Event details were not provided. No data was provided for evaluation. The complaint confirmation and root cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional event or patient information is available.